Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a grainy image and damage to the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the blurry pink image: damage to the plug unit connector. Based on the results of the investigation, it is likely the following led to the malfunction of the grainy image: cause linked to device, but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited a blurry pink image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.